Event description:
The customer reported that while the unit was in use on a patient, the unit clicked as if a key were being pressed and the unit stopped pumping. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the unit made a clicking noise and switched itself from auto-fill to manual fill. He replaced the keypad and overlay and ran the system for 24 hours, during which time the unit continued to switch from auto-fill to manual fill. He then replaced the solenoid driver board and the cable from the keypad to the solenoid driver board. The unit was tested to factory specification. It functioned normally and was returned to the customer.